Event description:
The customer observed falsely elevated alinity I free t4 results for one patient. The sample was frozen between each measurement. The following data was provided (reference range 12-22 pmol/l): first sample (the patient is positive for rheumatoid factor (rf)), sid 1, initial free t4 result 35.3 pmol/l ((B)(6) 2025), repeated 18.1 ((B)(6) 2025), 23.2 pmol/l ((B)(6) 2025), and 26.9 pmol/l ((B)(6) 2025). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Manufacturer narrative:
Review of tracking and trending data identified an increase in complaints for the alinity I free t4 reagent as well as an increase in complaint activity for reagent lot 78042ud00. In-house testing was performed utilizing retained kits of lot 78042ud00. All validity and acceptance criteria were met, indicating that the product is performing as expected. A review in the corrective and preventive actions system did not identify any nonconformances or deviations associated with the complaint lot number and issue. Review of product labeling concluded the current issue is adequately addressed. Based on the investigation the alinity I free t4 reagent lot 78042ud00 is performing as intended, no systemic issue or deficiency of the alinity I free t4 reagent was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results for one patient. The sample was frozen between each measurement. The following data was provided (reference range 12-22 pmol/l): first sample (the patient is positive for rheumatoid factor (rf)), sid (B)(6), initial free t4 result 35.3 pmol/l ((B)(6) 2025), repeated 18.1 ((B)(6) 2025), 23.2 pmol/l ((B)(6) 2025), and 26.9 pmol/l ((B)(6) 2025). No impact to patient management was reported.